Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's act button was unresponsive. During a follow up call, the customer's mother reported that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act buttons due to corroded keypad traces. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.